Event description:
The customer states that the enteral feeding pump's output was too high. The unit was delivering in excess of the 10% tolerance over. The unit was set at 10ml volume to be delivered at a rate of 100ml/hr. The unit delivered 12 ml.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit¿s output was too high. The unit was triaged and the reported issue could not be confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.